Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: a denali jugular filter system was returned for evaluation. The filter was returned inside of the storage tube. The pusher catheter gripper was dislocated from the filter snare hook with the filter shifted distally in the storage tube. A kink was noted on pusher catheter 29cm from the proximal end of the pusher handle. However, after review, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No anomalies were noted to the introducer sheath or dilator. Functional/performance evaluation: the filter was manually removed from the distal end of the storage tube. All 6 arms and 6 legs were present and intact. The storage tube showed no signs of skiving. No anomalies were identified. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based upon the returned sample condition, the complaint investigation is confirmed for the gripper dislocating from the filter snare hook. The complaint investigation is confirmed for advancement issues as the filter was returned in the storage tube. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter could not be advanced beyond the introducer hub of the deployment sheath. The filter was exchanged for a new filter that was prepped and deployed successfully. There is no reported patient injury.